Event description:
While doing primary left hip replacement and examinin x-rays, doctor saw visible occentric poly wear of the right hip. Pt will need to be revised in the future. Doctor noted: the cup position was very good. Doctor feels the poly has worn and shouldn't have for only being five years out. Doctor doesn't see surgical error. Doctor plans to follow the pt and at some point will have to revise the liner.